Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: machine pressure sensor auto zero failed and check vent: proximal pressure sensor auto zero failed alarms. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. The event log was reviewed by the customer, and the two alarms were observed in there. The remote service engineer (rse) informed the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 3rd and 4th proximal autozero solenoids, and then replace the da pcba. The customer confirmed they would complete the troubleshooting steps and was provided with the part information for the solenoid valve and da pcba.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.